Event description:
Per the clinic, the device was explanted on (B)(6) 2023, under general anesthesia due to migration of electrode array into the middle ear. The patient was reimplanted with another cochlear device during the same surgery.